Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, the adhesive was cracked and peeling on the subject device. Additionally, the forceps wire was broken. Scratches and wrinkles were noted on the insertion part of the serpentine. The tip cover was also scratched, the illumination lens was chipped, and the scope connector had notable wear and tear. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis lucera duodenovideoscope due to the forceps elevator wire having been completely cut off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive section of the lighting lens was peeling off. This report is being submitted to capture the peeling adhesive noted during the device evaluation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 22-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to complex stress such as mechanical stress by contact with endo therapy accessories, chemical attack by chemical solutions, and so on. Olympus will continue to monitor field performance for this device.